Event description:
This complaint was inadvertantly included in the alternative summary report for q1 2006 when as a stent delivery device balloon, it should have been reported via an individual MDR. It was reported that during a tips procedure, the ultra-thin sds balloon ruptured after being inflated to 9 atms in the stent. The customer suspected that the malfunction may have been with the inflation device rather than the balloon. The ultra-thin sds balloon was removed and replaced with another to successfully complete the procedure. No pt injuries or complications occurred. Pt status is reported as 'no harm'.this complaint was inadvertantly included in the alternative summary report for q1 2006 when as a stent delivery device balloon. It should have been reported via an individual MDR. It was reported that during a tips procedure, the ultra thin sds balloon ruptured after being inflated to 9 atms in the stent. The customer suspected that the malfunction may have been with the inflation device rather than the balloon. The ultra thin sds balloon was removed and replaced with another to successfully complete the procedure. No patient injuries or complications occurred. Patient status is reported as "no harm".

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation , therefore , a failure analysis is not available, and we are not able to determine the root cause of this event. The shopfloor paperwork for this batch has been reviewed. No issues were noted with this review that would have contributed to the complaint reported. No other complaint has been reported for this particular batch of devices. Should further relevant information become available; a supplemental medwatch repot will be filed.